Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-28. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one sample and one photo. It was observed that the barrel was missing a portion of its body. Stress marks were also observed around the edges of the break in the barrel. The reported defect was confirmed. It was determined that this was a manufacturing defect that occurred due to a misalignment between the device and the manufacturing equipment. Operators perform functional testing, visual inspections, and setup verification per the quality plan to mitigate the risk from this type of defect. Additionally, preventative maintenance is performed to maintain and ensure proper functioning of equipment. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that insyte autoguard yel 24ga x .75in was broken. The following information was provided by the initial reporter: chamber broken.

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that the barrel had two cracks running up the length of the device. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the device and the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to raise awareness of this issue and prevent recurrence. H3 other text : see h10.

Event description:
It was reported that insyte autoguard yel 24ga x .75in was broken. The following information was provided by the initial reporter: chamber broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in was broken. The following information was provided by the initial reporter: chamber broken.